Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal posterior descending coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. A xience xpedition 2.0 x 28 mm stent was implanted and a proximal edge dissection was observed. The dissection was treated with another xience xpedition stent. There was no reported clinically significant delay in the procedure. No additional information was provided.